Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in netherlands as follows: it was reported that the tfna broke after 3 months. There was re-operation for a longer and thicker tfna. As a result of the difficulties encountered with the device, the procedure was prolonged for 90 minutes. There were patient consequences. Revision surgery, additional surgery time, blood transfusion,. This report is for one (1) tfna helical blade perf l90 tan. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: photos were provided for review. The photo/x-rays investigation revealed that there was no damage or defects with the tfna helical blade perf l90 tan. There is not enough evidence in the photo to confirm the allegation. No evidence of breakage was observed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had signs of usage and normal wear which could have been a result of implantation and explantation. Additionally was observed that had slightly stripped from the tip blade. The broken allegation cannot be confirmed. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The overall complaint was unconfirmed as the observed condition of the tfna helical blade perf l90 tan would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 14-apr-2023 expiration date: 01-mar-2033 part number: 04.038.390s, tfna fenestrated helical blade 90mm -sterile lot number: 5443p11 (sterile) lot quantity: (B)(4) note: helical blade was manufactured by elmira; lot numbers 5287p01 quantity (B)(4) quantity(B)(4). Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 25176 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part number: 04.038m390sp lot number: 5212p85 part manufacture date: 22-mar-2023 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 90mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Elmira ships this product to monument as part number 04.038m390sp. Monument performs the sterile processing of this part changing the part number to 04.038.390s. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the devices were implanted on an unknown date in (B)(6) 2023 and were explanted on (B)(6) 2024.